Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead dislodged which resulted in r-wave amplitude variation, high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was stable.